Event description:
It was reported that revision surgery was performed due to dislocation.

Manufacturer narrative:
The retrieved component was visually examined, and no destructive analysis was performed. No unexpected features were observed on the retrieved component.